Event description:
The physician was performing a preventive lung blocking procedure. After deployment of the trapease permanent vena cava filter (466p306a), the filter incompletely expanded. The physician tried to retrieve the filter, but was unstable; therefore, the physician tried to deploy the filter with a guidewire, but was unsuccessful. A powerflex balloon was used to further expand the filter; however, the filter was not fully expanded by the powerflex balloon and did not completely appose the vessel wall. There were no problems noted with the device prior to insertion. There were no problems encountered advancing the device to the target lesion. The obturator remained in a fix position upon deployment. The procedure was completed with the powerflex balloon. There were no other noted anomalies. There were no adverse consequences to the pt. Films are not available. The delivery system will be returned for analysis.

Manufacturer narrative:
A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). The product has been received, but analysis has not begun. Additional information will be provided within 30 days of receipt.